Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. It was observed that the battery in the device was 10 years old. Stryker replaced the battery. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.